Manufacturer narrative:
A philips remote clinical application specialist (cas) spoke with the customer. The customer verified that the external speaker was connected and has also replaced the speaker but that did not resolve the issue. The customer does not have the new password for rev 4 (the default rev c login does not work) therefore we are unable to check the sound properties to verify output to the external speaker. It also could not be determined whether the sound was muted. A work order was opened for the technical consultant (tc) to call the customer and provide a new password, however the customer cancelled indicating assistance was no longer needed. Good faith effort (gfe) attempts were made to obtain additional information regarding this event. However, the customer did not respond. Philips was unable to confirm the reported issue. The cause of the issue is unknown. If additional information is received the complaint file will be reopened.

Event description:
Hold for dm 11/10/25philips received a complaint on the patient information center ix (pic ix) indicating that alarm text is displayed at the central station but there is no sound. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.